Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an inaccurate result of 350 mg/dl on the subject meter compared to an unspecified result on another (hospital) meter. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.